Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the device failure to detect the power source was due to a degraded external battery. The battery pack was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an external battery pack. There was no patient injury reported as a result of this incident.